Manufacturer narrative:
Investigation is on going. Supplementary report will be submitted.

Event description:
Facility reports that they were using a liko viking xl mobile lift to transfer the pt from the floor to the bed. The pt was raised up by the lift and then the lift would not go down. The nurse then had to raise the bed level up to meet the sling. The nurse was unable to reach to properly disconnect the straps. The straps ultimately were cut to release the pt to the bed. No injury was alleged.